Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was returned for evaluation. A fiber disturbance was noted on the balloon during the visual evaluation. No other anomalies were noted. On the functional testing, the in-house presto inflation device was inflated, and water was noted to be leaking from the balloon. Further, the balloon fibers were stripped and under microscopic examination a pin-hole balloon rupture was noted. No further testing was performed. As the visual evaluation confirmed, fiber disturbances and leakage were observed caused by pin-hole rupture which was observed under microscopic observations. Hence, the investigation was confirmed for the reported leak, identified pin-hole balloon rupture and identified fiber disturbances. As the microscopic observation confirms the pin-hole balloon rupture which might lead to the reported leak. However, the definitive root cause for the reported leak, identified pin-hole balloon rupture and identified fiber disturbances could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 07/2026). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure at the cephalic arch, the pta balloon allegedly had a leak upon deflation. Reportedly, the device was removed. There was no reported patient injury.